Manufacturer narrative:
This report is submitted on august 10, 2020.

Event description:
Per the clinic, the patient experienced discomfort due to skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2020, to remove the excess skin and change the abutment. The implanted device remains.